Event description:
The anesthesiologist could not ventilate the pt through the endotracheal tube. The tube was removed and reinserted but it remained occluded. The pt was not adversely affected. This report was prompted by an FDA public health advisory: occluded endotracheal tubes.